Event description:
An FDA inquiry dated (B)(4) 2011 was received on (B)(4) 2011 citing user facility medwatch ((B)(4)). The report indicated the following as reported by the customer: the needle became detached from the hub as the physician was inserting the syringe into the patient during a thoracentesis. Fluid sprayed throughout the room. The first incident occurred in mid (B)(6) and a subsequent event occurred 3 days later. An allied health professional was involved in the second incident. Both safe-t-centesis catheter drainage trays were from the same lot number. Despite several attempts made by carefusion to obtain additional information, no further information has been provided.

Manufacturer narrative:
(B)(4). As two events were noted in the user facility medwatch report, this is report one of two.

Manufacturer narrative:
(B)(4). A second FDA inquiry dated (B)(4) 2011 was received on (B)(4) 2011.